Manufacturer narrative:
(B)(4). The initial manufacturer report was initially reported due to the absence of medical assessment. Upon medical assessment of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Caspofungin is classified as an antifungal agent and does not pose a risk of any kind if there is human exposure to this medication. Manufacturer report number 1314492-2015-09978 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that the user of the spectrum pump was exposed to IV fluid, caspofungin. During setup, an operator error caused an IV set to fall out of the IV bag, emptying the contents of the bag onto the user, IV pole and the spectrum pump. It was also reported the exposure to caspofungin is not a hazard and there was no patient injury.